Event description:
Doctor reported infection and implant was removed after one year. Loss of integration.

Event description:
Doctor reported infection and implant was removed after one year. Loss of integration.